Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/15/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first button was advanced and anchor is deployed but when surgeon went to retract button number one to be flushed with button number to, it was stuck. Second anchor could not be deployed.